Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the suction port came off while the suction port was being connected to the suction connector tube. The event occurred in a hospital and was operated by a health professional.the faulty occurred found presumably occurred during suction after applying the product to the patient. There were patient involvement and patient harm.